Event description:
Case description: this spontaneous report was received from a colombian physician and concerns a 43-year-old female patient. She was injected with radiesse, into the anterior neck (off label use of device), on 08-may-2026. Batch number was reported as a00225160 (expiry date: 28-jan-2027). The batch record review was received and the lot number for radiesse was confirmed as a00225160 (expiry date: 28-jan-2027). A lot search in the global safety database was conducted. Radiesse was injected with a 22 g cannula. The cannula broke (needle issue) at the point where the hub was connected with the needle. On (B)(6) 2026, during the radiesse injection, the patient experienced a foreign body in the neck. The cannula broke and left a fragment in the patients subdermis. The patient required an incision performed by a plastic surgeon to remove the subdermal foreign body. The outcome of the event was reported as resolving. In the opinion of the reporter, the event was not related to radiesse. Follow-up information was received on 09-jun-2026: radiesse was injected subdermally, and an indication for the radiesse injection was based on the technique used and tissue characteristics. A fan technique and a 22 g x 50 mm cannula were used. The patient had no known medical history or allergies. It was unknown if she previously received aesthetic injections. There were no issues with the device identified, other than an issue associated with the cannula. The patient required a transfer to a higher-complexity care facility. A plastic surgeon performed an incision to remove a foreign body, followed by suturing. The outcome of the event remained unchanged. In the opinion of the reporter, the reported event was related to the injection procedure.

Manufacturer narrative:
Assessment and investigation by merz: the batch record review for radiesse lot (a00225160), contains corrective/preventative actions (CAPA) related to this lot. Reference (B)(4). During the batch record review, it was determined that this CAPA did not contribute to the reported complaint because it was determined that this CAPA did not contribute to this reported complaint issue as it did not impact final product quality. A lot search in the global safety database was conducted on the reported lot and no similar events were noted. A review of trending for radiesse did not identify any trends related to the reported issue (q4-2025 radiesse product family trending reports, (B)(4), 11-may-2026); however, no negative impact to the benefit-risk profile was observed, indicating no systemic product quality issue. This case is assessed as serious as an incision was performed to remove the foreign body in skin or subcutaneous tissue that was left in the patient after needle /cannula breakage. The reported product complaint is not considered reportable because the device that malfunctioned, the needle, was not manufactured or supplied by merz aesthetics. As the issue did not involve our product and there is no evidence of a failure or contribution from our device to the event, the applicable reportability criteria has not been met. Therefore, the product complaint is not subject to regulatory reporting requirements. The event occurred in compatible local and temporal relationship. Foreign body in skin or subcutaneous issue (serious) is unexpected based on the currently valid colombian instructions for use (IFU) of radiesse. Needle issue and off label use of device are coded for formal reasons only. An injection into the neck is not an approved indication based on colombian IFU of radiesse. A confounding factor may include the breakage of the needle/cannula, however, it is ambiguously reported whether a cannula or needle was affected. Causality for the event is assessed as possibly related to the treatment with radiesse based on local and temporal relationship. This case is serious with the serious event foreign body in skin or subcutaneous tissue due to cannula/needle breakage because surgical intervention was necessary to prevent a permanent damage, but not reportable. Merz-reassessment due to follow-up information received on 09-jun-2026: as reported, a 22 g x 50 mm cannula was used. The outcome of the event remained unchanged. In the opinion of the reporter, the event was related to the injection procedure. Causality for the previously assessed event remains unchanged as possibly related to the treatment with radiesse. This case remains as serious with the serious event foreign body in skin or subcutaneous tissue due to cannula/needle breakage because surgical intervention was necessary to prevent a permanent damage, but not reportable.